Manufacturer narrative:
An investigation has been completed; there were no confirmed defects due to the sealing process issues. DHR could not be reviewed due to the customer not providing the lot number. No defective product has been returned to the manufacturer for evaluation. Since no device was returned for analysis the root cause for the event has not been determined. Not returned to manufacturer.

Event description:
End users found blood on probe after removing probe cover at the end of use. They felt the probe covers had holes. Purchasing called in complaint because the customer was requesting to switch brands. Not much info given to investigate and purchasing directed end user to collect info to be able to submit more informed complaint. Sending samples as gesture to replace those they felt had issues

Manufacturer narrative:
An investigation has been completed; there were no confirmed defects due to the sealing process issues. DHR could not be reviewed due to the customer not providing the lot number. No defective product has been returned to the manufacturer for evaluation. Since no device was returned for analysis the root cause for the event has not been determined. Follow up #1: the probable root cause is that the hole was created during the manufacturing process. It is not confirmed that the defect was caused by the sealing process. The sealing in-process reported could not be reviewed because no lot number was reported. An internal CAPA was opened where corrective actions were taken. This CAPA was completed on may 21st of 2015. Actions taken (within CAPA): a reduction in the work in process pieces was completed on april 1st of 2015.   The cutting rails were changed on may 2nd of 2015.  A new cutting too was created and completed on may 2nd of 2015. The new tooling was tested and released on may 19th of 2015.   Visual aids were created and posted in the manufacturing area. These were also added to the work instruction for the probe cover products. The new work instruction, with visual aids, was released on may 18th of 2015. The tables and cutting rails were covered with vinyl material on may 11th of 2015. The lab testing was updated to add a change for the aql level for leak testing. This procedure was released on may 18th of 2015. No further actions are being taken at this time because of the actions taken in the internal CAPA.

Event description:
End users found blood on probe after removing probe cover at the end of use. They felt the probe covers had holes. Purchasing called in complaint because the customer was requesting to switch brands. Not much info given to investigate and purchasing directed end user to collect info to be able to submit more informed complaint.